Event description:
Additional information from the hcp reported the pt had been experiencing increased spasms. After the pump replacement, the pt is reported to have recovered without sequela.

Manufacturer narrative:
(B)(4).

Event description:
The hcp reported the pump was not empty at the refill appointment and the patient had not been receiving baclofen. A catheter study was reported to be okay. A pump rotor study was done and demonstrated a stall. The pump was explanted and replaced and returned to the manufacturer for analysis.